Event description:
It was reported that when using the bd pyxis¿ medbank mini, user was reporting that all in one was not turning back on post power outage caused by storm. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (fse) found that the power cord to the monitor was not fully seated and all drawers were offline. After reseating the connection, the fse contacted the helpdesk to bring the drawers back online, and the customer verified functionality. The system functioned as intended after the field service engineer repaired the device.